Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed an error 67. No additional patient or event information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. An attempt to test the device was made; however, was unable to get the receiver to communicate with the global communication tool. The customer complaint was not confirmed. The root cause could not be determined post investigation.